Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient had a surgery to remove a non-inflatable penile implant due to infection. No additional patient complications have been reported.